Event description:
It was reported that the device was displaying a service indicator. It was also noted that the charge pack test would give a single beep code, indicating an internal fault. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified that both, the charge pak and service indicators were illuminated. It was also observed that there was an error code in memory indicating that the 2005 aha software upgrade was interrupted and/or not completed. Physio-control installed the aha software upgrade and then a performance inspection procedure was completed. The device log files showed common indicators for lock-up failure. This failure was duplicated two times. The device locked up when the charge pack was inserted, and the device would not power down until the internal power jumper was disconnected. The root cause of the reported failure was not determined.